Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore. Consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has a bent sensor canula. Customer's blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.